Manufacturer narrative:
(B)(4). Product background: the fisher & paykel healthcare (f&p) bubble CPAP system is intended to provide continuous positive airway pressure (CPAP) to spontaneously breathing neonates and infants who require breathing support due to conditions associated with prematurity (such as respiratory distress syndrome) or other conditions where CPAP is required or desired and is prescribed by a physician. Method: the complaint bc161-10 bubble CPAP system kit was not returned to f&p for evaluation. The kit was discarded by the customer. Our investigation is based on the initial information provided by the customer, clinical opinions, and our knowledge of the product. Results: the customer reported that a patient developed an acute gastric perforation whilst using the bc161-10 bubble CPAP system kit. A clinical opinion was also sought by f&p from an independent medical consultant who has specialized in neonatal respiratory physiology. A literature review of the association between gastric perforation in neonatal and infant populations and devices that deliver nasal CPAP was conducted. The literature review confirmed that there is no evidence that there is an association between neonatal gastric perforations and bubble CPAP therapy. Conclusion: the reported information did not indicate any failure with the bc161-10 bubble CPAP system kit. The independent clinical opinion indicates that it is highly unlikely that bc161-10 bubble CPAP system kit caused or contributed to the reported event. However, without the return of the device we are unable to confirm if there were any defect or deficiencies that may have contributed to the event.

Event description:
A healthcare facility in seattle reported, via a fisher & paykel healthcare (f&p) field representative, that a patient developed an acute gastric perforation whilst using the bc161-10 bubble CPAP system kit on (B)(6) 2023. The perforation was noticed after the patient was observed to have a distended abdomen. Subsequently, the patient went under a laparotomy for explorative purposes. During the laparotomy it was found the patient had a full thickness gastric perforation. The perforation required suture repair. The patient remained intubated and in the nicu until (B)(6) 2023 where they were transferred to the general surgery ward. The patient was discharged home on (B)(6) 2023. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Product background: the fisher & paykel healthcare (f&p) bubble CPAP system is intended to provide continuous positive airway pressure (CPAP) to spontaneously breathing neonates and infants who require breathing support due to conditions associated with prematurity (such as respiratory distress syndrome) or other conditions where CPAP is required or desired and is prescribed by a physician. Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in seattle reported, via a fisher & paykel healthcare (f&p) field representative, that a patient developed an acute gastric perforation whilst using the bc161-10 bubble CPAP system kit on (B)(6) 2023. The perforation was noticed after the patient was observed to have a distended abdomen. Subsequently, the patient went under a laparotomy for explorative purposes. During the laparotomy it was found the patient had a full thickness gastric perforation. The perforation required suture repair. The patient remained intubated and in the nicu until (B)(6) 2023 where they were transferred to the general surgery ward. The patient was discharged home on (B)(6) 2023. No further patient consequences were reported. Fisher & paykel healthcare (f&p) is seeking further information about the reported incident. We will provide a follow-up report upon completion of our investigation.